Manufacturer narrative:
(B)(6). Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 1049092. Manufacturing site: 9618003.

Event description:
The distributor reported that there was a packing issue where the dressing was misplaced. The dressing in the package was not in the correct place, and they clarified that the dressing was located at the edge of the packaging weld, which had caused pressure damage to the dressing. The product was not used. Photographs depicting the issue were received from the complainant.

Manufacturer narrative:
Additional information - this emdr is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary: photograph, video and/or physical sample evaluation: there were photographs associated with this case and in it, the reported defect can be seen. Batch record review: lot 3j00974 was manufactured 06/sep/2023, in bodolay line, with a total of (B)(4) mkus. The complaints investigator performed a batch record review on 19/may/2025, to verify if all the applicable procedures were followed and no issues were found; all the components for assembly were correct per bill of materials (bom) and all the tooling information documented was also correct, system application product (sap) material identification (ID) 1704768 and manufacturing order (B)(4). Review of the batch record showed that all relevant tests required during the manufacturing process and final product release had been fulfilled and met the requirements. No discrepancy related to this issue were found within the documentation. The reported malfunction could be generated during the manufacturing process of the final line, therefore no further batch record review of the subassembly lots was required. Historical complaints review: on 19/may/2025, complaints investigator ran a query in database in order to verify the complaints reported for the 3j00974 lot for the malfunction "primary pack (sterile products) has incomplete or open seal / weld, or is torn, ripped or contains holes or exhibits external contamination (e.g. Water marks, stains), or dressing or loose material is trapped in packaging" defect and no additional complaints were identified. Historical nonconformance review: on 19/may/2025, complaints investigator ran a query in database looking for any in process nonconformance / corrective and preventive actions (CAPA) (s) associated to the malfunction "primary pack (sterile products) has incomplete or open seal / weld, or is torn, ripped or contains holes or exhibits external contamination (e.g. Water marks, stains), or dressing or loose material is trapped in packaging" defect for the lot number 3j00974 and as result, no nonconformance / corrective and preventive actions (CAPA) (s) for this malfunction were generated during the manufacturing process of the referenced lot. Current quality controls: based on the process instruction (pi), the following tests are performed in the manufacturing lines, in order to identify this failure mode in our manufacturing process: visual inspection: (B)(4). Preliminary investigation results: the reported condition was found by the 100% inspection performed by the distributor, no harm has been reported for the observed failure mode, additionally, no end user came in contact with any units reportedly affected by the observed condition, the defect rate was calculated to be (B)(4), which is within the acceptable quality level (aql) for the reported failure mode, which is (B)(4) as per process instruction (pi). Defect rate analysis: there have only been 1 defective part confirmed to date from a lot size of (B)(4) units. This represents a defect rate of (B)(4), which is well within an appropriate acceptable quality level (aql) for this defect which should be (B)(4) based on our process instruction (pi). This issue certainly appears to be an isolated incident, but more importantly to date, it is well within our accepted acceptable quality level (aql) level for this type of failure mode or defect. Conclusions: as photographs were available for this complaint issue, they were evaluated, and as a result, the reported malfunction for the observed product was confirmed. The defect rate analysis for this issue is within the appropriate acceptable quality level (aql). A batch record review was completed and showed that all relevant tests required during the manufacturing process and final product release had been fulfilled and met the requirements. No discrepancy related to this issue were found within the documentation. Controls are in place for the detection of the reported condition. In addition, the defect was reported by a distributor that performs a 100% inspection. This issue will be monitored through the post market product monitoring review process, standard operating procedure (sop). To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 1049092. Manufacturing site: 9618003.

Event description:
To date no additional patient or event details have been received.